Manufacturer narrative:
The subject device was evaluated. Device inspection and evaluation, service repair noted the following findings: during incoming inspection it was found that the camera head was reassembled, camera has no image and ccd has defect pixels. The pixel correction will be done. The cable unit has to be replaced. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request with an issue of "error b30" scope communication error. The issue found during preparation for use. According to the reporter, the intended procedure was completed with a laparoscopic camera. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue was normal wear and tear. Scope communication error b30 was caused due to poor contact of the video connector caused by contamination of the electrical contacts, etc. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information in h6 and h10 based on the legal manufacturer's final investigation. It has been nearly 9 years since the subject device was manufactured.